Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient touched their transfer set. The patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Approximately one week after admission, the patient was discharged from the hospital. Sixteen days after the receipt of this report, the unspecified intraperitoneal antibiotics were discontinued. At the time of this report, the patient had recovered. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.